Event description:
It was reported that the patient experienced distal erosion with an inflatable penile prosthesis (ipp) leading to it being explanted six months prior. The patient healed and underwent a surgical procedure in which a new tactra penile prosthesis was implanted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.